Manufacturer narrative:
Concomitant medical products: 419678 lead implanted: (B)(6) 2010; 694758 lead implanted: (B)(6) 2010 product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise after a previous generator change out and atrial sensitivity was reprogrammed as a result. Upon interrogation before the current generator change, the device gave an alert for an out of range bipolar impedance measurement for low impedance. When the lead was checked prior to the procedure, the impedance was within normal range. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previous reprogramming blocked out the lead noise but resulted in over-pacing.